Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor cpx 4 breast tissue expander 550cc device and an unspecified mentor tissue expander device that both deflated after implantation. The patient and the surgeon both claim that the devices leaked not long after they were implanted (approximately one week after surgery). As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on an unknown date. This medwatch report is for the unspecified mentor tissue expander device

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the suspect medical device did not deflate. Deflation only occurred to the contralateral device. Device code 1546 ¿material rupture¿ no longer applies to this device. Manufacturer¿s reference number: (B)(4).